Event description:
During a ptca/stenting treatment procedure involving a calcified and 90% stenotic lesion in the middle portion of a very tortuous lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 6 atmospheres on the initial inflation. The patient was asymptomatic with this event. The maverick2 monorail catheter was removed and replaced with another maverick2 monorail catheter to complete the procedure. A stent was then delivered to the lesion site and the procedure was successfully completed. A medikit super-sheath introducer sheath (size unknown), a gets neo's guidewire (size unknown), a 7f zuma2 jl guide catheter and a seaman intelligence25 inflation device were also used in this case. No patient injuries or procedural complications were reported. Pt status is reported as 'good'.